Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle or cannula occurred. The sensor was inserted into the arm on (B)(6) 2026. No product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined.